Manufacturer narrative:
Additional information: b5 - it was later clarified that patient related factor was reported in error and cause of the event was unknown. Claim#: (B)(4).

Manufacturer narrative:
Weight, ethnicity, race-unk. PMA/510(k): this product is manufactured in the u.s. But not marketed in the u.s. (B)(4). Claim# (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.2mm vicmo13.2 implantable collamer lens, diopter -7.0 into the patient's right eye (od) on (B)(6) 2020. On (B)(6) 2020 the lens was explanted and in a second surgery a shorter lens was implanted due to excessive vault, significant reduction of endothelial cell count/significant endothelial cell loss, and the corner of the eye being partially closed. The problem was resolved. The cause of the event is reported as a patient-related factor.